Manufacturer narrative:
The insulin pump had unresponsive buttons due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 143 mg/dl. The customer stated that the alarm had occurred previously while she was sleeping. Advised that the insulin pump will be replaced. Nothing further reported.